Event description:
During baxter's functionality testing it was found that a spectrum pump had an undetected upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed or reproduced during evaluation. The device passed all upstream occlusion testing performed.